Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy testing at high during preventive maintenance testing in the biomed service department. The test infusion had a rate of 40ml volume of 20ml over 30 minutes. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported flow accuracy test high was not reproduced the device passed flow testing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.